Manufacturer narrative:
Instructions were given to have the device sent to the manufacturer. When available a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that the zinc air batteries burst inside the sonnet battery pack frame. There is no accident or trauma related to this event as the user was not wearing the device when the issue occurred.

Manufacturer narrative:
As per information received from the field the disposal battery burst into the sonnet battery back. Reportedly the recipient did not came in contact with electrolyte and also did not have an injury by the reported event. To determine a root cause an investigation of the concerned batteries and the sonnet battery pack are necessary. So far only the sonnet control unit has been returned for investigation, which shows a broken housing and a microphone which is slightly out of range (none of these defined anomalies contributed to the event). No root cause could be determined for the reported failure as none of the relevant system component has been returned for investigation. This is a final report.

Event description:
The recipient reported that the zinc air batteries burst inside the sonnet battery pack frame. There is no accident or trauma related to this event as the user was not wearing the device when the issue occurred. The user did not come into contact with the electrolyte fluid. External parts will be returned and replaced.